Event description:
It was reported that "it is alleged by the pt that "in 2006, she had a double bunionectomy with double joint replacement completed. "She further alleges that, "she immediately had problems with swelling and pain that required the loosening of the external hardware and nine days later, the right external hardware was removed."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or add'l info becomes available a supplemental report will be issued.